Manufacturer narrative:
(B)(4). Returned meter evaluated for complaint - no defect found. Most likely underlying root cause of malfunction. Test strip issue, user has a high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Performed a back to back blood test: hi and 599 mg/dl. Expected range for the blood results are between 300mg/dl-400 mg/dl. Reviewed the last 5 blood results in the meter memory (the customer states that the time is incorrect): hi on (B)(6) 2014 at 07:29 pm. 333 mg/dl on (B)(6) 2014 at 12:30 pm. 331 mg/dl on (B)(6) 2014 at 08:31 am. 307 mg/dl on (B)(6) 2014 at 11:40 am. 447 mg/dl on (B)(6) 2014 at 10:08 pm. No adverse event reported.